Event description:
Children's medical ventures (chmv) received a complaint allegation of a product issue associated with a smart monitor 2 professional series (ps) device. The reported issue alleged that the devices alarm was low. The device was reportedly in patient use at the time of the alleged failure. However, there is no allegation of harm associated with the reported complaint issue.

Manufacturer narrative:
(B)(4). The complaint issue alleged by the customer was not able to be confirmed because the device was not returned to the manufacture for evaluation. No unique device identifiers have been provided by the customer. Multiple attempts to reach the customer for additional information and to have the device returned for evaluation have been made. No additional information is available at this time. The smartmonitor 2ps is intended for use in the continuous monitoring of respiration, heart rate and spo 2 levels of infant, pediatric, and adult patients. It detects and alarms for periods of high or low heart rate, high or low breath rate, and high or low saturation. When used as an infant monitor it is intended for use in a home or hospital environment. For infants only, it monitors and alarms for central apneas. When used as a pediatric or adult monitor, it is intended for use in a hospital environment. Quality assurance has determined that further investigation into the recorded failure is necessary. A follow-up report will be submitted detailing the conclusions of the product investigation once it has been completed. Based on a complete review of this complaint it is concluded that no further investigation into the alleged complaint issue is possible at this time. However, if the device in question is returned for investigation and it is concluded that a failure outside of the design specifications took place, a follow-up report will be filed.